Event description:
It was reported that bd plastipak¿ syringes were fail to perform bolus injections with all usp 1331 pumps.

Manufacturer narrative:
Investigation: one sample unit belonging to lot number 1806232 was received for evaluation by our quality engineer team. Through visual inspection of the sample, no damages or molding defects were observed on the syringe. A device history record review was performed for the provided lot number and it did not reveal any quality issues during the production process that could have contributed to this incident. During the manufacturing process, silicone content testing, breakout testing, and sustaining force testing is performed for each lot number. Based on the investigation results, a cause for the reported incident could not be determined, as no defect was observed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringes were fail to perform bolus injections with all usp 1331 pumps.